Event description:
It was reported that stent shortening occurred. The focal stenosis, 6cm in length target lesion was located in the aorta. An 18 x 90mm x 75cm wallstent-uni¿ endoprosthesis stent was advanced to treat the lesion. Following stent deployment, the physician noted the stent looked as if it was shortened on the proximal part approximately 2cm. The procedure was completed with another wallstent to cover the remaining untreated lesion. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).